Manufacturer narrative:
The instrument has not be returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: pieces of the insulation from the instrument allegedly fell into the patient. All fragments were retrieved however it is unknown as to how the pieces were removed from the patient. While there was no injury/harm reported; if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, insulation from the permanent cautery spatula instrument fell into the patient. All of the pieces were retrieved without any patient harm, adverse outcome or injury. On (B)(6) 2016, intuitive surgical inc., (isi) contacted the initial reporter however as of the date of this report no additional details have been obtained from the site.